Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement. Additionally, the IFU states: magnify and center the fluoroscopic image on the proximal aortic extender endoprosthesis. Reposition the aortic endoprosthesis delivery catheter as necessary to position the proximal and distal radiopaque markers in appropriate position. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The IFU further cautions: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. Post deployment angioplasty of the proximal end of the trunk ipsilateral leg component was performed multiple times, however, the physician was not satisfied with the wall apposition. An aortic extender component was placed to extend coverage, and the area was ballooned again. Angiography showed some extravasation and another aortic extender component was implanted, landing partially covering the right renal artery. The physician was able to re-position the endoprosthesis back down from the renal artery. The right renal was stented with an atrium stent to ensure it remained patent. Completion angiography showed good flow. The pt tolerated the procedure. Images were requested but not available for eval by gore. It was reported that the pt's proximal aorta was somewhat tortuous and calcified.